Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the user was able to access the pump features. The user¿s blood glucose (bg) level was 277 mg/dl. The user addressed bg level with a bolus via the pump. It was confirmed that the customer had an alternate method of insulin delivery available.